Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator had not communicated via remote transmission for a year. Interrogation took over 30 minutes. The device was cleared and a test transmission was performed. Review of the transcripts revealed inconsistencies with atrial fibrillation episodes saved on the device.